Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test. The hospital further reported that they found a crack on the patient end collar. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(6) for evaluation. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed a crack on the patient end evaqua2 connector. The crack starts at the y-piece and stretches towards the tubing. The breathing circuit was pressure tested and the circuit was found to be within specification. A lot check revealed no other complaints of this nature for lot 130804. Conclusion. We are unable to determine the cause of the damage noted on the returned rt380 adult dual heated evaqua2 breathing circuit. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject rt380 was damaged after it was released for distribution. The user instructions that accompany the rt380 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." The hospital staff correctly checked the subject breathing circuit before patient use, which is in line with our user instructions.